Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to this, and there was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump, and the reset was successful. However, it was advised that if the pump fails again, the customer should use multiple daily injections (mdi) as a backup form of therapy. Customer technical support (cts) arranged to send a replacement pump with updated software, and instructions were provided for returning the malfunctioning pump. The customer acknowledged and understood all guidance, including programming settings and connecting their continuous glucose monitor to the new device.